Event description:
It was reported that this right ventricular (rv) lead was capped due to it was possibly fractured. The fracture was not confirmed. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.